Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that, during the implant procedure, implant difficulty was encountered with this right ventricular (rv) lead. The physician experienced difficulty crossing the valve due to anatomical factors. Once in position fluctuating impedance measurements were observed along with high pacing thresholds. The electrogram did not appear normal via the pacing system analyzer (psa) and no change was observed when the psa cables were replaced. A second lead was attempted with similar results and a tissue interface issue could not be ruled out. The physician elected to abandon the procedure. Both rv leads were removed prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no anomalies. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, during the implant procedure, implant difficulty was encountered with this right ventricular (rv) lead. The physician experienced difficulty crossing the valve due to anatomical factors. Once in position fluctuating impedance measurements were observed along with high pacing thresholds. The electrogram did not appear normal via the pacing system analyzer (psa) and no change was observed when the psa cables were replaced. A second lead was attempted with similar results and a tissue interface issue could not be ruled out. The physician elected to abandon the procedure. Both rv leads were removed prior to pocket closure. No adverse patient effects were reported.